Event description:
It was reported that balloon rupture occurred. The target lesion was located in a renal vessel. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.